Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Testing confirmed that the pt's device was not functional. Surgery to explant the pt's device is to be scheduled.